Event description:
The patient came to clinic with dyspnea and atrial fibrillation (af). It was discovered that the right atrial (ra) lead was not functioning. The lead was abandoned and replaced. No further patient complications were reported with this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).